Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on an unknown date. The patient was planned for 70/28 fractions. Magnetic resonance imaging (MRI) showed a small amount of hydrogel in the anterior rectum underlying the serosa. It was noted that on some of the image slices, no rectal wall infiltration was seen. However, towards the mid gland to apex there is a slight amount of the hydrogel that goes under the serosal layer of the rectal wall. The infiltration of the hydrogel is not deep, and the muscularis layer still intact. The patient condition was unknown at the time of this report. The patient radiation treatment will continue as planned.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date the manufacturer became aware of the event october 09, 2023. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.